Event description:
The rep stated the patient was feeling increased stimulation, a shocking sensation, when he pressed on the stimulator. The patient could feel where the leads were and when bending forward had that same intermittent sensation. The system was checked and impedances found all electrodes were in normal range. The patient was reprogrammed with narrowed pulse width and the patient stated it felt better.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimu lator (ins). The patient had a medical history of chronic pain. It was reported that over the last week the patient had noticed their stimulator turned on/off when they walked and today they noticed that they could cause the stimulation to turn off and on when they touched where the neurostimulator and leads connected. It was unknown if there were any contributing factors to the reported issue. The rep indicated that they informed the patient that they needed to meet with a manufacturer representative (rep) to check their generator. The issue was not resolved at the time of the report. No surgical intervention had occurred or was planned at this time. The event occurred on (B)(6) 2020.